Event description:
The dentist reported one week following placement of implant supported abutment crown the patient called to report "it fell out." Exam revealed gold tite screw fractured. The patient required removal of fracture screw by oral surgeon.

Manufacturer narrative:
The screw was returned and visually inspected. It was found to be completely severed into two pieces; it was severed at approximately the second thread counting from the tip of the screw¿s head. Its hex drive showed some strip damage areas. The threaded portion was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.